Event description:
It was reported that during a lap gastrectomy, the device did not cut though it stapled when it was used for the side-to-side anastomosis between the stomach and duodenum at the 4th firing. The deployed staples were b-formed shape. The cartridge was blue. When the device was removed from the patient, it was found that the knife did not return to the home position but stopped in the middle. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? ---blue. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? --no. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? ---the knife did not return. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---although almost all staples were deployed, the knife cut just 1/3 length. The analysis results found that the device was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.